Event description:
Patient presented with high impedance and underwent a full revision. The surgeon first changed the generator and high impedance was still observed and then the lead was replaced and all values were within normal limits. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.